Event description:
It was reported that the patient's catheter fell out after 10 days of insertion with the water in the balloon fully deflated. Upon inspection of the catheter and checking the balloon, it was found that it was perforated and that water leaked out of it. The patient also informed that the last catheter inserted 3 months ago also fell out a week after insertion with a deflated balloon. As per the follow-up information received via ibc on august 18, 2023, the representative reinflated the removed catheter balloon to check if it was patent the water ran out of the balloon, and confirmed it was perforated. They have not kept the catheter they only kept the valve with the ID numbers on it. The previous catheter that the client reported to them had also fallen out but was not reported to anyone they just disposed of it. With respect to checking the lot number of the catheter, they admit that the number was difficult to read and could start with a k or an n, so they would photograph the valve and attach it.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. A potential root cause for this failure could be incorrect molding of either the inflation valve or retention cap. Received used 1 foley catheter (without original packaging). Visual inspection noted that the inflation valve was cut off and was the only part of the sample returned for evaluation. No further tests can be conducted with this sample. Therefore, it is unknown if the product meets specifications. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities. 3cc balloon: use 5 cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. Note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use.¿ correction: d,h, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's catheter fell out after 10 days of insertion with the water in the balloon fully deflated. Upon inspection of the catheter and checking the balloon, it was found that it was perforated and that water leaked out of it. The patient also informed that the last catheter inserted 3 months ago also fell out a week after insertion with a deflated balloon. As per the follow-up information received via ibc on august 18, 2023, the representative reflated the removed catheter balloon to check if it was patent; the water ran out of the balloon, so yes, it was perforated. They have not kept the catheter; they only kept the valve with the ID numbers on it. The previous catheter that the client reported to them had also fallen out but was not reported to anyone; they just disposed of it. With respect to checking the lot number of the catheter, they admit that the number was difficult to read and could start with a k or an n, so they would photograph the valve and attach it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.